Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. An aesculap technical services (ats) repair order was created after the customer facility contacted ats. Upon receipt of the device, a break at the shaft solder/weld was noted. Further examination found the instrument was not broken at the rotation handle. The last repair date had been documented as (B)(6) 2020. There was no patient harm. Additional information was not provided.

Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed that the distal weld at the jaw housing had failed and the distal end of the device was coming apart. Additionally, the handle function was not smooth and consistent. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of weld failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.